Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting impedances greater than 2,000 ohms. This ra lead has been removed from service successfully. A new lead has been placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the complaint of the lead being fractured. The outer insulation, wire insulation, wire casing, and wire core were all consistent with the specified materials. The complete lead was returned with both conductor coil wires fractured at 178 millimeters (mm). The areas of fatigue and overload were observed on both wire fractures.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory analysis reveals conductor wires were fractured approximately 17.8 centimeters (cm) from the pin. This could have contributed to the clinical observation. The lead is will be going for a more detailed analysis and this investigation will be updated when results are returned.